Event description:
Clinical specialist reported: 58 yr old male, ami rt. Coronary artery. Significant amount of thrombus. Angiojet was used and on the way out, the artery closed dilated balloon was used (noticed a lot of calcium). Angiojet was used again, distal to proximal and the vessel perforated. A profusion balloon was used; it was put in at 15:40 and pulled back at 16:22 (a long time). Reopro was used prior to angiojet. Pt is ok now. Physician is very angry. This was his first angiojet case. Clinical specialist reviewed the films:"...seems like dissection with lesion and angiojet extended it" this films showed no dissection on the films (first angiojet pass. Since the angiojet was used distal to proximal, it seems that the angiojet "caught" a flap...it seems there had to have been an issue with the wall of the vessel; perhaps ulcerated plaque. 6/16/99 clinical specialist sent notes from the hosp re: the case. Also, clinical specialist reported that the physician was not angry anymore, that after review of the data, he believes there was a dissection prior to the 2nd use of angiojet.